Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing. Programming changes were made. There were no patient consequences throughout.